Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were positioning difficulties due to patient anatomy. It was noted the lead was causing phrenic nerve stimulation and had unstable thresholds. The lead was removed and replaced. No further patient complications have been reported as a result of this event.